Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a blood glucose of 400 mg/dl. The patient was given fluids and then discharged on the same day. Troubleshooting was declined. No products were returned or replaced.